Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the asymptomatic patient presented in clinic for follow-up, far field r-wave oversensing was observed. The device was reprogrammed. The patient condition was good.